Manufacturer narrative:
Reliability analysis inspected 1 opened and used partial enlite sensor and found the sensor broken in half. The broken part was still attached to the sensor tubing.

Event description:
The customer called in to report a sensor error alert. The customer's blood glucose level was 114 mg/dl. The customer performed the test plug procedure and it passed. The customer stated the cannula was straight when they pulled it out. The customer was advised that the sensor would be replaced, and to return the malfunctioning sensor back for analysis.